Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer's blood glucose was 105 mg/dl. The customer also reported they were unable to fill a brand new infusion set and reservoir. Customer stated the piston was moving, but insulin did not exit from the infusion set. Customer also reported numbers were scrolling, but insulin did not exit and alarms did occur. The insulin pump declined to troubleshoot. Customer will be returning the insulin pump for analysis.